Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo_13.2; -7.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient experienced excessive vaulting. On (B)(6) 2024 the lens was exchanged with a shorter length lens. The problem was resolved. The cause of the event was reported as unknown.